Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, in-house retain testing was performed. In-house testing on retained strip lot k372403 met criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The customer alleged a variance between the inratio2 inr result and the laboratory inr result on a patient in (B)(6). Results are as follows: patient: 9, date: (B)(6) 2015, inratio2 inr: 1.8, laboratory inr: 3.27. Therapeutic range: not provided. The time between testing was two (2) minutes. There was no reported adverse patient sequela. There was no additional information provided.